Manufacturer narrative:
Block h6: problem code a180104 captures the reportable event of device contaminated with a foreign matter. Block h10: investigation results: one captivator snare was received for analysis. Visual and microscope analysis of the device noted that foreign material like a filament was around the loop. Functional evaluation of the returned device found that when the device was connected to the 10 inch loop fixture, it contracted and extended well. No other device problems were noted. The reported event of foreign material present in device was confirmed since it was observed that a foreign material like a filament was around the loop. The product record review confirmed that this was not a new failure type and the risk was anticipated. There was no evidence of a manufacturing problem, design or user problem which could have caused the complaint. Device analysis found no problems with the functional test. Based on the analysis of the returned device and the information available, the most probable cause is manufacturing deficiency.

Event description:
It was reported to boston scientific corporation that a 10mm captivator ii round stiff snare was used during a colonoscopic polypectomy procedure performed on (B)(6) 2022. During the procedure, a foreign material was noted on the snare loop wire when it was advanced from the tip of the scope. The procedure was completed with a similar captivator ii. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a 10mm captivator ii round stiff snare was used during a colonoscopic polypectomy procedure performed on (B)(6) 2022. During the procedure, a foreign material was noted on the snare loop wire when it was advanced from the tip of the scope. The procedure was completed with a similar captivator ii. There were no patient complications reported as a result of this event.